Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was returned with the device. In addition, the control wire was separated per design. The reported event of clip failed to release could not be determined as the device appeared to have functioned as designed. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
There is no patient information however, it has been reported that the patient is over 18. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01359 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had the same reportable issue during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clips were placed at the target site however, the clips would not release from the catheter. The physician manipulated the clips off the tissue however; both clips fell off into the patient. It was reported that the clips were in a closed position and there was no damage to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01359 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had the same reportable issue during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clips were placed at the target site however, the clips would not release from the catheter. The physician manipulated the clips off the tissue however; both clips fell off into the patient. It was reported that the clips were in a closed position and there was no damage to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.